Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Photo(s) received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the photographic evaluation.

Event description:
It was reported that the product presents perforation in its hermetic packaging.

Manufacturer narrative:
(B)(4). Date sent: 07/23/2021. This is an analysis for documents with photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: in the first document could be seen some shipment photos with information as license plate number and destination. The second document shows seven photos: the first photo shows a hole on a carton box. The second photo shows product information with the lot u95y1x. The third and seventh photo show a hole in the primary package of a pph03 device. In the fourth and fifth photo could be seen a hole in a tyvek with lot u95y1x. The six photo shows a tyvek damage. Based on the photos the event describe was confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.